Manufacturer narrative:
The customer contacted siemens to report a falsely depressed thyroid stimulating hormone (tsh3) test result was obtained for a patient sample on an immulite 2000 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced multiple parts on the instrument including the: vacuum pump trap, shutter assy luminometer, probe assembly kit, manifold assembly, substrate bottle assembly, tube assy #11 and #14, reservoir assembly, substrate reservoir, c02 scrubber, substrate linear actuator, fluidics assembly, cover incubator and the substrate heater assembly. The cse reported that the system was fully functional upon departure. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed thyroid stimulating hormone (tsh3) test result was obtained for a patient sample on an immulite 2000 instrument. The initial test result was not reported to a physician(s). The same sample was repeated on an alternate immulite 2000 instrument. A higher test result was obtained and reported as the correct result to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed thyroid stimulating hormone (tsh3) test result.